Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultra2 meter displays a message of ¿no blood¿. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began (in the morning) two weeks prior to contacting lfs. The patient manages her diabetes with 42 units of lantus, 500mg of metformin and 5mg of glyburide twice a day. The patient did not make any changes to her diabetes regimen after the alleged issue occurred and the patient denied developing any symptoms after the reported meter issue began. On (B)(6) 2013 (at 12pm) the patient reportedly went to the urgent clinic. During the patient¿s time in the clinic, she reportedly obtained a blood glucose reading of ¿50mg/dl¿ with the clinic¿s meter, was given honey graham crackers as treatment, and was advised to wait for new meter to arrive. At the time of troubleshooting, the csr verified the patient was not using the subject meter for the first time, there was no misuse of the lfs product, and the alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. This complaint is being reported due to the following conclusion: the patient claims she was unable to test her blood glucose due to the alleged issue. The patient was reportedly treated by an hcp for hypoglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.